Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, prior to insertion, this right atrial (ra) lead had a perforation. This was observed while flushing the lead with saline, which was leaking out from the side of the lead. The lead was exchanged for a new one, and implanted without further issue. This lead is expected for return. No adverse patient effects were reported.